Manufacturer narrative:
The most likely cause for the slow outflow is attributed to wear and tear, since the pump motor and other rotating parts of the device have evidence of being worn. Failure documented in related case: (B)(4).

Event description:
It was reported that after the initially reported failure which is documented in (B)(4) the surgeon decided to test the pump further and during a shoulder arthroscopy the outflow of the pump did not work properly again. There was no harm for patient, operator or third party reported. The surgery was finished successfully without the outflow site. It was not necessary to switch the surgical technique or do a second surgery.